Event description:
The patient was a male, but his age was unknown. The target lesion was aha lcx13. It was an isr at the overlapping section of a previously implanted bms (multi link pixel: size unknown) and cypher (1st complaint product: size unknown) at aha lcx11~13. The vessel was flexed, moderately calcified and slightly tortuous. There was 90% stenosis. Initially, pre-dilation with a balloon (lacrosse: 2.5/15mm) was conducted. Then cypher (2nd complaint product: 2.5/18mm) was being delivered however, the cypher stent was caught at the strut of the previously implanted stent at the ostium of lcx and then the cypher stent dislodged from the sds. The dislodged stent was retrieved with a gooseneck snare, and it took approximately 30 minutes to retrieve the dislodged stent. The procedure was finished by only conducting poba with a balloon (hiryu 2.5/10mm). There was patient injury reported. The product was clinically used and the cypher (only 2nd complaint product) will be returned for analysis. Physician's comment: lcx had an acute angle and it made the delivery of the cypher difficult.

Manufacturer narrative:
The restenosed cypher could not be returned for evaluation; it remained implanted. A review of the manufacturing records could not be done without a lot number. Restenosis is a potential adverse event associated with coronary artery stenting. In the absence of any clinical or procedural details from the initial procedure, it is not possible to determine what factors may have contributed to this event. This is one of two products used during the same procedure on the same patient, which is associated with mfg report #9616099-2008-02558. This unknown cjs cypher product is similar to us cypher.